Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va19l6g, implanted: (B)(6) 2016, product type: lead.

Event description:
A healthcare professional (hcp) reported to a manufacturer representative that a patient with an implantable neurostimulator (ins) developed an infection at the pocket site. The patient was initially treated with antibiotics, however the infection persisted and as a result the system was explanted. The hcp noted that the implanted system was working well with no impedances and the patient was getting good symptom control, the only reason for the explant was the infection. Patient status is unknown at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.